Event description:
A pt reported that she has two previous negative skin tests; (dates unknown). The pt has had multiple treatments without event. Approx, 1 year ago, (about may of 1998, exact date not recalled), the pt was treated with in lines "underneath her eyes" to the "checkbones". About three months later (august 1998, exact hardness, and itching at the treatment sites. The pt stated that as of 21 may 1999, the symptoms have continued and have been intermittent in nature. The pt was examined by the physician who has administered intralesional kenalog about five times (dates not recalled) since the onset of symptoms. The pt stated the physician diagnosed the symptoms as hypersensitivity.